Event description:
It was reported while using bd plastipak¿ syringes scale markings were missing. This occurred 4 times. The following information was provided by the initial reporter: absence of the graduations in ml on the syringe.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes scale markings were missing. This occurred 4 times. The following information was provided by the initial reporter: absence of the graduations in ml on the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-mar-2022. H.6. Investigation: three 10ml syringes sealed in blister packages from batch 1209507 were received and evaluated. It was observed that all three syringes were completely missing their printed scale. Potential root cause for the missing print defect is associated with the marking process. It is likely a clogged ink manifold or improper print pad wheel height setup led to the condition observed. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1209507 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.